Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not identify the defect. However, it is likely that the cable failure occurred flooding from connector due to a microcrack. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The e315 error was caused by a faulty cable unit and the coupler was found to be broken. The device evaluation also found a video connector leak due to a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head experienced an e315 error, the camera head coupling detached, and a crack in the electrical connector. The issue was found during preparation for a therapeutic laparoscopic appendectomy. The procedure was not delayed and was completed with a similar device. There were no reports of patient harm.